Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection confirms the trial has broken into two pieces. Both pieces were returned for evaluation. The device also has multiple burrs, deep gouges and scratches in the plastic. This device was manufactured in 2004. This device shows significant signs of wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the trial broke in half. No back-up device was available. No delay or injury reported.